Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided, cause was unknown. Due to the bg level the customer lost consciousness. Customer required assistance consuming gatorade to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.